Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused filter tilt and abuts the inferior vena cava (ivc) wall and the filter struts perforate the ivc wall up to 5mm. The patient reported becoming aware of perforation of filter struts into organs, tilting of the filter and mesenteric perforation, approximately fifteen years and five months post implant. The patient also reported severe pain post implant and being involved in a motor vehicle accident approximately eleven years post implant that results in a leg fluid sack that would not heal, severe abdominal cramps and anxiety related to the filter. Review of the medical records noted that the indication for the filter implant was not documented. The patient was noted to have a history of diabetes. The filter was placed via the right femoral vein. Approximately fifteen years and five months post implant an abdominal computerized tomography (CT) scan was performed. A dictated radiology report of the imaging findings was not provided. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the cath lab log report, the entry site was prepped using sterile technique and percutaneous access of the right femoral vein was made for placement of the trapease filter. The medical records provided for review indicate that about fifteen years and five months after the filter was implanted the patient underwent an abdominal computerized tomography (CT) scan. Scan report details were not received. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs, tilting of the filter and mesenteric perforation, becoming aware of these events approximately fifteen years and five months after the filter implantation. The patient further experienced severe pain post implant, and reports suffering from a leg fluid sack that would not heal status post motor vehicle accident and post implant, severe abdominal cramps and anxiety related to the filter.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter is tilted, abuts the inferior vena cava (ivc) wall and the filter struts perforate the ivc wall up to 5mm. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.